Manufacturer narrative:
Stryker evaluated the customer's device and verified the battery was depleted. Stryker determined there was no evidence of a device malfunction as the battery depletion was caused by normal device use. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and after connecting the defibrillation electrodes, the device never provided any feedback. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Not returned to manufacturer.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and after connecting the defibrillation electrodes, the device never provided any feedback. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.